Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported failure. To fix the issue, the stm replaced the cart bulk power supply and the power supply monitor. The stm completed a full calibration and all functional and safety tests were performed and passed to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that while supporting a patient the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries, failed to run on ac power and would only run on battery. The facility staff attempted to plug the iabp into multiple outlets; however, the iabp continued to run on battery. Attempts were made to re-engage the unit with the hospital cart for it to recognize a/c power, without success. The iabp was switched to continue therapy without further issues. There was no harm or injury to patient and no adverse event was reported.